Manufacturer narrative:
(B)(4).

Event description:
Rec'd info the pt was not able to adjust stimulation. The pt programmer showed a power on reset mode. The device was powered off. This resolved the reported issue.